Event description:
Pt was admitted to inpatient service because of a spike in temperature, plus a hole was noted in her neostar catheter during apheresis. She was admitted to the hosp for a short course of antibiotics. Blood cultures were negative and she was then discharged to home.